Manufacturer narrative:
The customer reported that the cns application will exit to windows and start up again when admitting and discharging a patient. This also happens when they stop monitoring a bed. Customer reports there are other functions that cause this as well. Customer performed a full power cycle multple times. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the cns application will exit to windows and start up again when admitting and discharging a patient. This also happens when they stop monitoring a bed. Customer reports there are other functions that cause this as well. Customer performed a full power cycle multple times.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns application will exit to windows and start up again when admitting and discharging a patient. This also happens when they stop monitoring a bed. Customer reports there are other functions that cause this as well. Customer performed a full power cycle multiple times. The customer was sent an exchange unit to resolve the issue. The defective unit was never sent in for evaluation. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.